Event description:
It was reported that lead exhibited a sensing anomaly. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found abrasion on the insulation due to friction to the can. The reported noise problem could occur when the exposed metal of the outer coil comes in contact with the can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.